Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cartridge tubing and the infusion set was loose despite customer attempting to secure it. Customer¿s blood glucose level was 140 mg/dl. The cartridge was changed to address the event and insulin delivery was resumed.